Event description:
The user facility reported that the 7fr sheath with a 5cm distal hydrophilic coating was used in pad complex intervention using it for the femoral up-and-over bifurcation approach. The device was in the body for the entire intervention process. At the end of the procedure, the doctor attempted to remove the sheath and when doing so, it had a lot of resistance when pulling out of the body causing the sheath to elongate past the distal dilator tip when pulling back out of the body. No blood loss was reported. The reported event did not result in patient injury and/or require medical or surgical intervention. No equipment or other devices were used with the angio-seal. Additional information was received on 06jun2025: the patient was stable. Resistance was encountered due to calcium and tortuosity. There was no piece of sheath broken off inside the patient. The procedure was completed and was accidentally thrown away after it was requested to save.

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number d4: di: (B)(4) d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: materials manager h4: device manufacture date: unknown due to unknown lot number the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
H6: investigation findings: code 3211 is based upon the evaluation of user facility information and the investigation of the photo returned; code 3221 is based upon no sample returned. This report is being submitted as follow up no. 1 to provide a correction to section b5, the additional information date was inadvertently submitted as 06jun2025 instead of 04jun2025. The report is also being submitted to provide the completed investigation results. The sample is not available for assessment. However, a picture was provided and the sheath appears elongated. The complaint can be confirmed for 'sheath elongated upon removal' based on the picture provided. Sample was not returned for assessment and without a sample, the exact root cause cannot be determined. The likely root cause is the user attempts to withdraw device and continues to pull against resistance. The device history record (DHR) review cannot be performed due to the lot number being unknown. Currently, no action is recommended since the risk evaluation is within the predetermined limits in hazard based risk table (hbrt).

Event description:
Additional information was received on 04jun2025: the patient was stable. Resistance was encountered due to calcium and tortuosity. There was no piece of sheath broken off inside the patient. The procedure was completed and was accidentally thrown away after it was requested to save.